Manufacturer narrative:
The product was not returned for evaluation and it is unclear the cause of the leak. The complaint does indicate sample is available for evaluation but as of the date of this report it has not been returned to 3m. 3m implemented a new dehp free material to enhance the material properties on all 3m ranger(tm) fluid warming disposable products in 2013. Subsequent to this change 3m received a higher trend of complaints applicable to leaks within selected areas of the disposable tubing connections. 3m implemented a solvent improvement process change in late 2015 to address this type of event. This improvement was to the solvent bond process to reduced leaks on all of the following areas; y-connector, drip chamber, bubble trap and tube fitting of the high flow disposable set. The change was implemented to increase strength and to minimize leaks. The reported lot in this event does include the solvent process change. 3m continues to monitor their complaints to confirm the effectiveness of the change made and is also monitoring trends of complaints subsequent to the change. The labeling does include a warning about not using this product with a extracorporeal circuit device and it has been confirmed that one was being used.

Event description:
A hospital employee primed a 3m(tm) ranger(tm) high flow blood/fluid disposable set prior to use. No leaks were detected. The employee connected the set to an apheresis unit for red cell exchange. The employee alleged that the disposable set leaked during the 4th circulation of blood. No injury was alleged. The photos provided indicate four areas within the unit that had holes. The cause of the leaks is not known but the product instructions for use does include the following warning: to reduce the risks associated with potential blood loss, do not use in combination with an extracorporeal circuit.